Event description:
Anesthesia circuit malfunctioned via reservoir bag. Developed holes and "blow out" during procedure. 2 kits were defective and 4 kits were used. This has occurred more than 12 times in recent days.